Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, an instrument was failing engagement. The surgeon stated that it worked at first but then stopped. Staff attempted to reseat the instrument and drape quite a few times but then noticed one of the metal disks on the arm carriage was stuck down. The intuitive surgical, inc. (Isi) technical support engineer (tse) inquired on which disk when looking at the arm carriage. Surgeon stated that it was the bottom right. Site was actually proceeding with the case without arm 3 but would like this issue taken care of. Tse viewed and confirmed multiple engagement errors on universal surgical manipulator (usm) 3 for the roll axis. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated ports were placed when issue was identified. The system functionality was checked upon powering on the system and there were no errors. The arm was used for the first half of the procedure and during the instrument exchange, the disk on the arm carriage malfunctioned and the site was unable to recover the arm. The surgeon discontinued the use of that arm and completed the procedure with three arms. A standard laparoscopic instrument was used in place of the arm that was disabled. There was no report of injury to the patient. Isi technical support was contacted, and troubleshooting was completed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm) due to damage on one of the spinner engagements for the instruments. The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. Upon visual inspection, the carriage on degree of freedom (dof) 5 was stuck in the down position and will not come back up. The usm was installed onto a system where the 22020 error was triggered indicating fault on dof 5, replicating the reported event. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where carriage strength check was found to be failing on dof 5. Once testing was completed, the dof 5 rotor and gearbox were verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to the dof 5 in the usm stuck in the down position due to rotor and gearbox.

Event description:
Refer to h11 for follow-up information.